Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the first proglide was preplaced successfully. The second proglide device had a cuff miss. A third proglide was also preplaced successfully. The sheath was upsized to 20fr. The taa procedure was completed and hemostasis was achieved with the first and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.